Manufacturer narrative:
Batch review performed on 13 april 2018. Lot 133051: (B)(4) items manufactured and released on 17 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs on 20 april 2018 revision of primary cementless tha in a young female patient. After 2 years, distalization of fixation developed and resulted in loss of mechanical stability, which required change of the stem. No infection was detected. Loss of cementless fixation is a known, possible adverse event following tha. In this case, we have no reason to suspect a malfunctioning device.

Event description:
Revision surgery performed due to pain. The stem was fixed distally and mobilized proximally (stem potted) after about 4 years from primary.

Manufacturer narrative:
Visual inspection performed by r&d product manager on 24 may 2018: femoral stem shows deep scratches on the neck region and on the distal part due to the difficult extraction process. These are in line with the clinical situation, with loosening of the proximal stem and bone fixation on central and distal stem. Signs of bone are still visible on the stem. Hydroxyapatite layer has been absorbed during in situ time. It is not possible to define the loosening root cause from the implant analysis.